Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to unspecified reasons. No additional patient complications were reported in relation to this event.

Event description:
It was later reported on 01/16/2017 that the spectra penile prosthesis was replaced due to infection. No additional patient complications were reported in relation to this event.